Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed several non-sustained episodes were recorded the date of implant, prior to therapy being programmed on, however, no episode data was able to be viewed during interrogation with a programmer. A request was made to have data from this device analyzed. Data analysis noted the device detected a memory anomaly, that resulted in a device reset to correct the memory anomaly. The device reset resulted in the device being unable to store an episode. No adverse patient effects were reported. This device remains in service.